Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and an image were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022). Device not returned.

Event description:
It was reported that one year post catheter placement procedure and upon x-ray examination, the catheter of the device was allegedly found to be fractured. It was further noted that a part of the catheter had migrated to the pulmonary artery. The device was removed by additional surgery. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo and one medical image was provided for review. The investigation is confirmed for the reported fracture, material separation issues as a complete longitudinal break was noted on the cath-lock and the cath-lock was separated into two segment in the provided photo. Further, the investigation is confirmed for the reported migration and identified disconnection issues as the catheter was found disconnected and migrated along the chest to the left shoulder in the provided medical image. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately eight months post catheter placement procedure and upon x-ray examination, the catheter of the device was allegedly found to be fractured and separated. It was further noted that a part of the catheter had migrated to the pulmonary artery. The device was removed by additional surgery. The current status of the patient is unknown.